Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user roles did not have access to station settings, which prevented enabling the critical override option at the device level. A technical support specialist (tss) provided guidance to the customer along with screenshots, advising the customer to coordinate with pharmacy, information technology (it), or an administrator to update user role permissions under the settings, users, and user roles section. Once permissions are granted, the affected roles will be able to access station settings and enable the critical override feature directly on the station. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple user unable to override the station and unable to scan medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there was no adverse events or injuries reported based on this event.